Event description:
It was reported that the patient passed away for unknown reasons approx. 36 months after the pacemaker implantation. The device was explanted and it will be returned to biotronik for a functional inspection.

Manufacturer narrative:
The pacemaker was received for analysis. Lead fragments were still attached to the pacemaker. Prior to the analysis of the pacemaker, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was properly interrogated, and the memory content was analyzed indicating no anomalies. The battery status was found to be greater than 75 percent. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A sensing test was performed, and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output.